Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. On an unreported date, the patient was hospitalized for the peritonitis. Treatment was not reported for the event. On an unreported date in the following month, the patient was discharged from the hospital. The outcome of this event was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The exact date of the onset of peritonitis is unknown, however, the patient experienced peritonitis on an unreported date in (B)(6) 2013. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.